Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a low blood glucose event and alleged the pump was over-delivering insulin with a blood glucose value of 79 mg/dl. The event involved product(s) mmt-441aj, 78893-01, mmt-342g, mmt-1884. The customer reported experiencing lows shortly after eating and treated the event with approximately 15 grams of apple juice. The customer has type 1 diabetes and was using the insulin pump system with auto mode/smartguard active within 48 hours prior to the event. Troubleshooting was performed due to continued concerns of over-delivery, replacement of the serialized pump was initiated. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. Mmt-441aj, mmt-342g, mmt-1884 were expected to return. 78893-01 was not expected to return.